Manufacturer narrative:
Concomitant products: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(6)); cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 3.5 years post initial left tha, the patient had gxl poly removed for excessive wear. Patient was revised to exactech xle 32 lipped liner with biolox 32 head. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation due to hospital disposing of them. No patient/medical information provided.

Manufacturer narrative:
H3. Investigation results- the patient/gxl acetabular liner involved in was reportedly revised due to prosthesis wear, and osteolysis approximately 3 years and 7 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified: implanted with a component having a shelf age of greater than 2 years. The revision reported may have been due to a combination of risk factors including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. These devices are used for treatment not diagnosis.

Manufacturer narrative:
12-nov-2024 added health effect clinical codes 2377 and 2094.

Manufacturer narrative:
" D10: (if applicable). Multiple MDR reports were filed for this event, please see associated reports: xxx, yyyy. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."